Manufacturer narrative:
An olympus sales representative called and requested a field service engineer (fse) to visit the customer site to address the scope communication errors. The customer previously only used the 180 series scope and received no errors. The customer proceeded to purchase new 190 series scopes and received communication errors after attempting to use . A loaner device was shipped to the customer and the fse exchanged the clv-190 to resolve the issue. The clv-190 was sent in for evaluation and repair. The device was returned for evaluation. Upon evaluation of the device, the reported issue of communication errors were not confirmed. The unit was tested and inspected using test scopes and video processor. (Cf-hq190l, gif-h180, ltf type vh, ltf-s190-5, gif-h190, cv-190). The image was stabilized as normal and no communication errors were found. In addition, the connecting ports of the maj-1933 and maj-1941 cables worked as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30, e315, and an e216 error message with new 190 scopes (scope communication and unsupported scope errors). However, the 180 scopes work as normal. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 and e315 errors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause is related to temporary adhesion of dirt and dust to the clv scope connector part causing communication failure. Olympus will continue to monitor field performance for this device.